Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer was also stressed which contributed to blood glucose level over 500mg/dl. Customer also reported dehydration and leg swelling as a result of bg level. Bg level was treated by delivering a bolus with the pump. Reportedly the customer reverted to manual injections for insulin therapy.